Event description:
It was reported that the patient's bladder was perforated due to overpressure.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: bladder perforation occurred during a cystoscopy probable root cause: incorrect procedure selection, or insufficient fluid pressure or flow, compromising visibility the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient's bladder was perforated due to overpressure.